Event description:
The caller reported that during ventilation, the mother found that the balloon was deflated with a leakage between the balloon and cannula. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. Multiple attempts have been made to collect further info related to this report.